Event description:
This patient had axillary iabp (intra-aortic balloon pump) in place. Approx. [Date redacted] 1550 pump began alarming gas loss. Provider team called to bedside including heart transplant, cvtx, cts. Troubleshooting efforts unsuccessful and patient taken to or (operating room) for removal of iabp catheter. Iabp was found to be ruptured. The iabp catheter was sent to the company for examination. The patient remained stable during these events.